Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/06/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/26/2013 with the following findings:the pump powered with a blank display screen but with audio tones functional during testing. Vibratory alarms were functional as well. The pump was opened and evidence of moisture damage was observed. Moisture residue was found on the display flex, display connector and other internal components including the printed circuit board. Unrelated to the complaint, evaluation revealed that the audio bolus button cover and plug were detached from the pump. Contamination/corrosion was observed on the audio bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display screen issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.